Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to a tissue stuck in the helix. Moreover, the internal wire of this lead came out while attempting to retract the helix. This brady lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.